Event description:
It was reported that the patient ipg is nearing end of life. Patient continues to receive therapy. It is unknown if this occurred prematurely. As a result, surgical intervention may take place a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient ipg is nearing end of life was reported to abbott. No intervention is scheduled at this time. Patient continues to receive therapy. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.